Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-ttte and lot number 108761203 combination found no related information.

Event description:
It was reported that on (B)(6) 2014, a patient underwent a left tka procedure (during which time the patella was not resurfaced). On (B)(6) 2015, the patient underwent a left bearing exchange/patelloplasty procedure ((B)(6)). On (B)(6) 2016, the surgeon performed a left tka revision due to tibial loosening and patient pain. During the revision procedure the surgeon explanted the following components: tibial tray ar-503-ttte, lot 108761203 ((B)(6)), femoral implant ar-503-pslf, lot 108761213 ((B)(6)), bearing implant ar-513-be14, lot 113601330a ((B)(6)) and patella implant ar-504-psd0, lot 113601415 ((B)(6)). To complete the procedure the surgeon used another manufacturer's product. Patient was a male, dob (B)(6) 1956. Patient medical records date (B)(6) 2016 noted: findings left knee x-ray showed prosthesis in place, in proper anatomical alignment, without rotation, loosening or stress shielding. Patient medical records dated (B)(6) 2016 noted: examination of the left knee demonstrates medial joint line tenderness and lateral joint line tenderness. Mild effusion of the left knee was noted. Patient was unstable to valgus stress at 30 degrees flexion. Records noted surgeon recommended a total knee due to pain in the knee that is increased with weight bearing/ patient had pain through a limited passive range of motion with crepitus and swelling. X-rays were noted to show periarticular osteophytes and joint space narrowing.